Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is leaks on sieve bed tubing, pe valve tubing and product tank, repaired. No new parts needed.